Event description:
Olympus (omsc) was informed via service inquiry that the customer high-definition camera head¿s ¿image is distorted (sandstorm)¿. The problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned to the olympus service center. The service evaluation could not confirm the customer¿s reported issue as there was no noise/distortion on the image. A visual inspection found the following: a cracked video connector case (near the screws). The switch housing unit has discoloration, the main body has discoloration, there is corrosion on the coupler and on the free/engage locking lever. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the correction to h6 (investigation findings) and the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.